Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l5-s1 spinal root decompression. Four days later, the patient presented with pseudomeningocele. The investigator noted the event as severe in intensity. Patient had reoperation for pseudomeningocele. There were also residual disc fragments removed at the time. The event resolved with treatment the following month. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.